Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device could not be completed, and magnet application did not elicit any tones. Additionally, two competitive programmers were utilized without success. It was noted that the device displayed end of life ten months ago. A boston scientific technical services consultant discussed the clinical observations with the caller and stated that the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.